Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector had connection issues. The following information was provided by the initial reporter: the leaking occurred where the j loop connects to the IV catheter/hub, a 18-gauge IV catheter was used. The IV was tested with a 10cc saline hand flush, no leaking occurred. Leaking was noticed about 5 seconds after the power injection began. Injection was paused, changed out the j-loop, and continued the injection with no issues. Patient came from ed. We do not know if the IV was placed by ems, the ed staff would exchange the ems tubing for the j loop. Impact to patient: no harm. High level of concern with leaking contrast on patients arm, from high pressure connection.